Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned item # 42527000505, lot # 62817492. Found it to exhibit signs of repeated use and has fractured on the medial side of the post feature also the post feature is fractured off. Not all pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00721, 0001822565-2021-00722.

Event description:
It was reported via worn instrument return form that the trial articular surfaces were returned fractured. The instruments fractured during surgery. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.